Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 32mm x 3.0mm, 85% stenosed target lesion was located in the moderate tortuous and moderately calcified left anterior descending. A 3.00 x 32 synergy stent was advanced for treatment. However, the tip end of the stent was lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 32mm x 3.0mm, 85% stenosed target lesion was located in the moderate tortuous and moderately calcified left anterior descending. A 3.00 x 32 synergy stent was advanced for treatment. However, the tip end of the stent was lifted. The procedure wsa completed with another of same device. There were no patient complications reported and the patient status was stable.